Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign (B)(4) continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 7/28/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union and broken screw. The im nail was replaced with a 10mm x 360mm, standard nail per the sign technique manual. Surgeon comment: "patient came to us after 1 year, he had painful thigh, we took x-ray there was non union with 1st distal screw breakage. We planned to remove old nail and change with the larger diameter, bone graft after freshing the site of fracture."